Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and noise. The device was reprogrammed. Then the lead exhibited loss of rv capture, noise, oversensing and pacing inhibition with greater than two seconds of asystole. It was stated that the rv lead was bad. The device was reprogrammed to aai and there were no further issues noted; therefore, no actions or interventions were planned. No adverse patient effects were reported. The lead remains in service.